Manufacturer narrative:
Physio-control replaced the user interface and system controller pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently lock up during the self-test. When this occurred the display was fuzzy and multicolored, and the device would not respond when the power button was pressed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.